Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.

Event description:
It was reported that the customer had high blood glucose levels (495 mg/dl). Customer received multiple occlusion alarms. Reportedly, customer uses humalog and changes cartridge every 9 days and infusion set every 3 days. Pump passed delivery system check.